Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency department with hyperglycemia, with concern for possible diabetic ketoacidosis (dka). The patient's blood glucose levels reached 357 mg/dl while wearing the pod between 4 and 24 hours. The patient's dexcom g7 sensor was showing a value of 276 mg/dl and their fingerstick capillary blood glucose (cbg) was showing a higher value of 357 mg/dl. The patient was treated with insulin. The patient was discharged on the same day.